Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws would not open when inside the patient after the clip was applied. No additional info is available at this time. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.